Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 years 3 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient was taken off anticoagulants due to an inr of 8.7. The patient had routine labs drawn on (B)(6) 2019 and the patient was notified to present to the emergency room because their inr was 1.1. The patient stated that he was off his anticoagulant for five days. The patient was admitted and started on heparin. Additional information was requested but not provided.

Event description:
The patient was discharged on 6apr2019 to resume coumadin.

Manufacturer narrative:
Section b5: the information was inadvertently left out from the previous report.

Manufacturer narrative:
Section b2, h8: corrected data. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Multiple attempts for additional information were made and no further detail was provided. The heartmate 3 lvas instructions for use lists hemolysis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.